Manufacturer narrative:
Information references the main component of the system and other applicable components are : product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that there was high impedance. During a scheduled stimulator replacement, it was noted that one electrode was out of range. It was unsure what lead the high impedance was on. The outcome was unresolved without further action planned. No actions were taken as interventions. The device was interrogated and showed that electrode impedances were out of range. The etiology was reported as related to the device or therapy and not related to the implant procedure. The etiology was noted as related to the leads which was connected to the implantable neurostimulator (ins). No intervention was planned. Relevant medical history included: non-malignant pain

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.